Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. Clinical details states that there were multiple sticks to the artery from attempting arterial access while active CPR was being done is the culprit of the bleed. Therefore, the root cause of the access site bleed was most likely due to improper technique was used to puncture the access site.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 75-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that a patient on impella support had to be given CPR and as a result the patient experienced bleeding from multiple sticks to the artery. Impella had to be explanted in order to repair the damaged artery and stop the bleeding.